Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not resume insulin quickly enough after basal iq stopped insulin delivery. Customer's blood glucose elevated (value not provided). Contact declined to upload pump data for review and tandem technical support's offer to perform a pump system check.